Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke and pieces were left inside of the joint.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known. Alleged failure: screw broke. According to biocomposites: feedback conclusion: improper use of medical device lead to the breakage of the screw.

Event description:
It was reported that the screw broke and pieces were left inside of the joint.